Event description:
It was reported to resmed (B)(4) that a bar appeared on the screen of an astral device. There was no allegation that the patient's therapy was interrupted or that the device failed to provide appropriate ventilation. Ref MFR 3004604967-2014-00043.